Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that one day post implant procedure it was noted that the patient¿s right ventricular (rv) lead had perforated the heart. The physician successfully repositioned the lead on (B)(6) 2021. The patient was stable and had no other consequences.